Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter at 10:00 am was 5.0 inr. At 10:50 am, the result was 6.0 inr. At 11:31 am, the result from a laboratory was 1.7 inr. The laboratory reagent was requested but was not known. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. The customer had no hematocrit issues, no heparin, no direct thrombin inhibitor, no antiphospholipid antibodies, no new medications, no change in diet, no additional illnesses, no bleeding, and no bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.